Event description:
It was reported that the ventilator generated alarms indicating high pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. A review of the ventilator logs showed alarms for high peep (positive end expiratory pressure), airway pressure continuously high, and expiratory minute volume low. These alarms indicate excessive expiratory resistance, which can prevent the patient from fully exhaling before the next breath is initiated, resulting in a higher-than-set peep value. The elevated expiratory resistance may have been caused by non-optimal user settings for the specific patient or by obstructions in the patient circuit, such as blocked accessories. However, details regarding the type of patient breathing circuit or filter in use at the time of the event were not provided. Our conclusion is that there is no evidence of a ventilator malfunction. The device functioned as expected, generating appropriate alarms in response to the high expiratory resistance. The exact cause of the resistance remains undetermined.